Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30317513m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after doing some ablations, the patient¿s blood pressure dropped. Fluoro was used to confirm pericardial effusion. The remainder of the procedure was aborted. A pericardiocentesis was performed and 1000 cc fluid was removed from the pericardial space. Patient was reported in stable condition after pericardial drainage. Extended hospitalization (2 days) was required for observation purposes. The patient had fully recovered. The physician¿s opinion regarding the causality of the adverse event was not provided. A transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The power was applied between 40-50 watts. ½ normal saline was used for the irrigation. Normal catheter irrigation settings were used throughout the procedure. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm, 4s, 25%, 3g. Fti 75-100 was used as additional filter for the visitag module. Since this event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.